Event description:
"Hole in valve" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed delamination of diaphragm valve assessed as adhesive failure , observed an opening assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. Later healthcare reported "hole in valve" . This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.